Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to their clinic due to their device alarming. Interrogation results showed several non-sustained ventricular tachycardia episodes due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The lead also exhibited diminished sensing. During the lead repositioning procedure, when the physician unscrewed the helix to reposition the lead the helix was blocked and would not extend again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.